Manufacturer narrative:
H.6. Investigation: one photo was received and evaluated. The photo showed a loose 1ml s/t syringe next to an opened safetyglide combo package from batch #1097894 (p/n (B)(6)). The syringe was observed to have its stopper jammed between the plunger rod and barrel wall. Potential root cause for the jammed stopper defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that syringe 1ml s/t w/ndl sftygld 25x5/8 rb stopper was deformed. The following information was provided by the initial reporter: stopper deformation.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12/2/2021. H.6. Investigation: one sample and one photo was received and evaluated. The sample was a loose 1ml syringe (p/n 305903) with a detached safety glide needle. The syringe was observed to have its stopper jammed between the plunger rod and barrel wall. There are distended marks where the jammed stopper was in the barrel. The distended marks are near the graduated scale lines from the 1.5 to the 3.0ml. Also, from where the 1.0 to the 3.2ml numeral are printed. Potential root cause for the jammed stopper defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch 1097894 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that syringe 1ml s/t w/ndl sftygld 25x5/8 rb stopper was deformed. The following information was provided by the initial reporter: stopper deformation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 1ml s/t w/ndl sftygld 25x5/8 rb stopper was deformed. The following information was provided by the initial reporter: stopper deformation.